Event description:
It was reported the device was used during a laparoscopic splenectomy. The device would not release properly. The abdomen was opened, which resulted in a blood transfusion of 1000ml. The surgery time was extended 45 minutes.